Event description:
Per the audiologist's report, the electrode array of the patient's cochlear implant was partially inserted during the initial surgery. It was decided that the device would be explanted and replaced with a new device. The explant/reimplant surgery was done in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.